Event description:
It was reported that the patient presented in the hospital for abdominal pain. Six days later the whole system was explanted due to endocarditis.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.